Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to blood glucose (bg) level of 398 mg/dl with trace of ketones. Customer¿s bg was treated intravenously with saline and insulin. The customer was discharged on (B)(6) 2024 with the issue resolved and no permanent damage. The customer alleged that the pump was not delivering insulin properly. System check with tandem technical support indicated that the pump and related supplies were functioning as intended.